Event description:
Advocate stated her husband received a blood glucose reading of 247mg/dl on the contour meter, retested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.